Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged and that it was likely due to patient anatomy. The lead was cut for extraction and replaced. No patient complications have been reported as a result of this event.